Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of improper valve function was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. Blood residue was observed on the outside of the catheter. The catheter appeared to have been manipulated on the stylet connector cannula. An attempt to infuse and aspirate water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required for aspiration was comparable to that required for a similar non-complainant device. Microscopic inspection and manipulation of the valve was unremarkable. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the nurse that the catheter valve was found to be unable to be opened completely when inspecting the catheter for integrity before catheter placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rean0485 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the catheter valve was found to be unable to be opened completely when inspecting the catheter for integrity before catheter placement.